Event description:
Same case as MFR report #3005099803-2008-00663. This complaint is now reportable based on the initial review of the analysis completed 2008. It was reported that during stenting treatment procedure, the balloon failed to inflate. An extractor xl 15mm retrieval balloon had been selected and advanced to treat an unspecified stricture in the common bile duct (cbd). The physician was unable to inflate the balloon. The retrieval balloon was exchanged for another extractor xl 15mm and the device was used successfully. The physician selected and advanced a 10x60mm wallflex biliary stent w/uniflex plus to the target lesion. The device inadvertently deployed prematurely due to the patient's "difficult" anatomy at the stricture. The device deployed in the intended location. There were no patient complications reported with the patient's current condition listed as "ok." Device analysis revealed that there was a balloon rupture.

Manufacturer narrative:
Device analysis: the complaint sample was returned for evaluation. The balloon was found to be ruptured at the mid-section. Both proximal and distal bonds were examined and found to be continuous and meeting the minimum required and distal bond length specifications. The catheter shaft was inspected for cosmetic defects and none were found. The device history record review confirms that the device met all material, assembly and performance specification. The most probable root cause of this complaint is operational context as the balloon damage may be due to contact between the balloon and a sharp exterior source.